Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided photograph identified a fractured screwdriver covered in bio-debris on a surgical table. Part and lot information are not identifiable from the single photo provided. No product was returned therefore no further evaluations can be made. Medical records were not provided. Part and lot identification is necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screwdriver fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available.